Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the tip of the articulated eccenter extractor guide was damaged and teeth of the eccenter extractor guide broke off. The review of the production history revealed that the accented extractor was in accordance manufactured and material specifications. Based on these findings, the cause of failure is not due to any manufacturing non-conformances and the extractor may not have been mounted correctly during implant surgery. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
The teeth of the articulated eccenter extractor guide broke during surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review: manufacturing documents were reviewed and no complaint related issues were found.